Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned

Event description:
It was reported that the customer received a blood glucose (bg) level of 411 mg/dl, which was addressed with a bolus delivery, and changing all supplies. The customer reported receiving a cartridge alarm (cartridge alarm 19) with a cartridge during basal delivery. Customer's bg level went down to 235 mg/dl. Reportedly, the customer was able to load a cartridge successfully. During follow up the customer reported that the issue was resolved.